Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issue noted. Technical service reviewed the log file and replied to the customer ¿ noting a loss of external power event during a power source exchange from battery to mpu. The event log file contained approximately 21 days of patient event data. There was one loss of external power event that occurred during a power source exchange ¿ from batteries to the mpu. The event lasted 7 seconds in duration. The controller operated on backup battery power during the event. The battery capacity (rsoc) indicators and cable voltages were typical before and after the event. The mpu did not lose output power or become disconnected from the ac outlet. The log file confirmed the disconnection of both external power sources to the controller. The customer reported that the loss of power occurred due to user error and that no products would be returned for evaluation. Tracking information for the mpu (mobile power unit) was not reported. Device build records were not reviewed. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm) and the heartmate 3 lvas IFU (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿). Exchanging external power sources is addressed in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU) ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the mpu/power module or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿ set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted no external power and low power advisory alarms on 20nov2020 from approximately 11:05 pm to 11:06 pm. Technical support noted that the alarms could be due to possible patient error during a routine change of power from battery power to the mobile power unit (mpu). The controller was momentarily disconnected from an external power source causing the controller to temporarily operate on emergency backup battery (ebb) mode. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. No other unusual events were noted.

Event description:
The account reported that the event occurred due to patient error. The product will not be returned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.